Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the act button on the insulin pump was unresponsive. Customer stated that they attempted to bolus with the up arrow button and the insulin pump got up to four units and got stuck. Customer stated that the insulin pump froze on button error alarm and stated that the insulin pump may be exposed to sweat. Customer's blood glucose reading at the time of the call was 113 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.